Event description:
The customer reported to philips healthcare that the battery used with the heartstart xl was not charging. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.